Manufacturer narrative:
Submit date: 2017-08-25.

Event description:
The customer reports there was a clog in the line of the ng feeding tube. Formula was osmolite 1.2, pumocare, or jevity 1.2. Event occurred between (B)(6) 2017.

Manufacturer narrative:
Because the sample was not provided by the customer, the sample evaluation could not be conducted. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-25. The address for the manufacturer in section was updated because it was inadvertently reported incorrectly on the initial 3500a. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports there was a clog in the line of the ng feeding tube. Formula was oslmolite 1.2, pumocare, or jevity 1.2. Event occurred between (B)(6) 2017 and (B)(6) 2017.